Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery occlusion. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.